Event description:
It was reported that the patient presented to clinic for a follow up. It was noted that the right ventricular (rv) lead exhibited oversensing noise. The rv lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.